Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the trephine was broken into two pieces, and it was also missing three of the five cutting tips from the larger piece which was not in the complaint description. From the complaint description, it is not possible to determine the static/fatigue loading on the instrument nor the amount of times the instrument might have been used before the failure. The design was evaluated and deemed adequate, therefore it is concluded that this complaint is invalid. The manufacturing evaluation showed the trephine was broken into two pieces, and it was also missing three of the five cutting tips from the larger piece which was not in the complaint description. The device was manufactured according to drawings and at the time of manufacture it fully met the specifications. Due to the damage of the breakage concerned dimensions cannot be verified anymore. It is concluded that this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a tibiotalar fusion procedure, the tip of the trephine broke off inside the patient. The broken tip was retrieved. Surgeon used a smaller trephine to complete the procedure with no adverse effect to the patient.